Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with nocturnal hypoglycemia confirmed by glucometer and sensor, followed by rebound hyperglycemia after treatment with oral carbohydrate; activity-related lows were also reported when insulin delivery was not paused during walks or yard work. Investigation included review of reported glucose trends, user-reported treatment actions, and education provided on hypoglycemia correction and activity management. Investigation of this case revealed inappropriate carbohydrate overtreatment of hypoglycemia and failure to pause insulin during exercise contributing to glycemic variability. The user experienced symptoms of low blood glucose with subsequent high blood glucose. Outcomes included self-management at home without escalation of care. It was concluded that, based on previously established findings for similar reports, the event was associated with user management behaviors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.